Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2021. H3 investigational narrative: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty labeled winding former and a needle-suture piece of product code sxpp1a400 were received for evaluation. The needle was noted with marks and the suture present damaged at the surface and body fluids along the strand. The barbs present damaged, deformation and the end was cut possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 11/4/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * what is the lot number?¿¿ all answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that the suture broke when it was used in the surgery of myomectomy of uterus. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.